Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had low grade hemolysis as evidenced by his lactate dehydrogenase levels.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.